Manufacturer narrative:
(B)(4). Results = catheter. Final analysis for the pump revealed a reliability non-conformance. The battery resistance waveform test showed a high resistance of 1977 ohms, which failed the s2 battery resistance high test. Inspected the circuit board, battery, posts, and motor wires under a microscope and no anomalies were seen. Both m1 and m2 showed a resistance greater than 10 meg, which passed the high impedance output testing. Pump's logs showed an eri, multiple low battery resets, pump in safe state, and a single short stall recovery. Testing showed that both the static and max rate current drain of the hybrid were normal. The sys status log showed the 3 parameters that would trigger a eri and daily avg bv read 2.82 volts. The eri event seen in the logs is related to the battery issue that was found. No motor stalls were seen. Final device analysis for the catheter revealed no significant anomalies. It passed all testing in the lab. It passed the patency and pressure test. Only the 40 degree pump connector and proximal segment were returned for analysis. Pump connector + 1.5 cm of segment.

Event description:
The pump was prophylactic replaced to avoid in-vivo battery depletion. The pt recovered without sequela. The drugs that were administered via the pump were dilaudid, clonidine and bupivacaine.